Event description:
It was reported via study that approximately 2 months post rx vision stent implantation in the distal and mid right coronary artery (drca, mrca), the stents were found to be restenosed. The drca had 80% in-stent restenosis (isr) and the mrca had 70% isr. An rx xience stent was placed within each stent. There was no adverse patient sequela and one day post procedure the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.75 x 23 mm vision ((B)(4) unk) is being reported under a separate medwatch report number.